Event description:
It was reported that during an unknown procedure, the clip would not reopen. The device released the first clip and blocked on the tissue. A laparotomy was performed. The surgeon open the device and the patient is fine. There were no adverse consequences to the patent.

Manufacturer narrative:
Date sent: 08/12/2008. Information anticipated, but unavailable at this time.